Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that while performing a cataract surgery with intraocular lens implant (iol) the surgeon noticed the cornea became white in color at the incision site and a corneal burn resulted. The procedure was completed after replacing the cassette and handpiece. The intraocular lens was implanted in the bag. Two sutures were used to close the wound. Mild inflammation was noted on the one day postoperative visit.